Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) from a health care professional via a manufacturer representative (rep) regarding a trial patient. It was reported that the health care professional noticed the sheathing on the lead was pulled back <(>&<)> he thought he had inadvertently damaged the lead as he was pulling the boot over the lead extension so the lead was removed and replaced. No symptoms were reported and no further complications were noted or anticipated